Event description:
It was reported during a laparoscopic hernia repair, the oms20 would not fire into cooper's ligament. No consequence to the pt. 2/26/97 - rep reported a second instrument was pulled and would not fire into cooper's. A third instrument was pulled to complete case.